Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-07175. Related manufacturer reference number:2017865-2020-07177. It was reported that the patient presented for a scheduled generator change. An interrogation was performed prior to the procedure. Upon review, it was discovered that the pacemaker exhibited premature battery depletion, the right atrial lead exhibited noise, and the left ventricular lead was found dislodged after an x-ray was performed. The device was explanted and replaced, programming changes were performed on the right atrial lead, and multiple attempts were made to remove the left ventricular lead but were unsuccessful and the lead was capped but not replaced on (B)(6) 2020. The patient was in stable condition and doing well post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.